Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump failed to start. During an unspecified procedure, the patient was sedated with intravenous propofol. The novum pump green arrow indicated the pump was infusing; however, the patient ¿started talking to the anesthesiologist prior the procedure¿ starting. The anesthesiologist increased the rate of the medication, and the anesthesiologist observed the solution ¿was not dripping into the IV chamber.¿ the pump was restarted, IV tubing was reloaded and patient was appropriately medicated. No further information was available at the time of this report.